Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash and open sores under the ECG electrodes and the therapy electrodes. The rash was described as itchy, red, raise bumps that appeared to be spreading. The patient reported that the open sores scabbed over, but new ones developed. The patient's physician had the patient remove the lifevest for an hour each day to allow the irritation to heal. During a follow up call, the patient reported that the time without the lifevest, along with applying lotion and neosporin onto the irritation, allowed the irritation to heal. There is no indication that a device malfunction caused or contributed to the reported skin irritation.